Manufacturer narrative:
The adhesive pad was not returned with the device. The adhesive pad welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. Investigation found the front sma wire to be broken at the anchor. Due to the broken wire, the device generated an 0x45 alarm, indicating sma wire 2 is open, and timeouts were observed in the data. The root cause of the broken wire could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 317 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.